Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. The customer's blood glucose level was not recorded. The customer stated that they received an alarm on their insulin pump, so they decided to switch over to syringes rather than to continue with pump therapy. The customer was offered trouble shooting the insulin pump but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).